Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited myopotential oversensing. No patient symptoms were reported and no intervention was performed.

Event description:
New information reported that myopotential oversensing was seen again. Programming changes were made on (B)(4) 2019, and the asymptomatic patient would continue to be monitored.